Event description:
During the evaluation process for a non-reportable issue, it was noted the tubing of the transfer set sample leaked. Affiliate stated no pt injury was reported with the initial report.